Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the fiberscope has an image problem. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated h3. Corrected h6 health effect-impact code. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be due to the user handling; physical stress was applied to the curved part. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). - inspection of the endoscope. By handling in accordance with the following IFU, users may be able to reduce/prevent the occurrence of this event. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, or control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or light guide cable with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.